Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A reload was unable to be loaded onto the instrument due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition could be due to excessive manipulation or to improper loading of the sulu. However because no sulu was received, it cannot be determined if the disrupted timing is a result of improper loading of a sulu. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter on the lap hernia ventral repair, there were difficulties with loading the reload onto the handle but it was still used on the patient. The device was impossible to use in articulated position. It works correctly only in non articulated position. To complete the procedure they changed the device. No patient injury noted. Patient status is alive with no injury.